Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer "took too much insulin." Customer's blood glucose (bg) was 70 mg/dl. Although requested, the customer declined troubleshooting and declined to provide additional information.